Manufacturer narrative:
Evaluation completed.

Event description:
It was reported that during patient use, the ventilator had a momentary system restart. During the event, the patient's oxygen saturation decreased and required some manual ventilation to recover; no serious harm occurred. The patient was placed on another ventilator. It is unknown whether any audible or visual alarms occurred at the time of the event. No serious patient harm was reported. Device log review confirmed a momentary cpu reset, with ventilation recovery occurring within 17 seconds. By design, audible and visual alarms are annunciated when the momentary system restart occurs.